Manufacturer narrative:
Tech found that the foot drifts due to hi/lo foot up hydraulic valve not working properly. Replaced the foot hydraulic valve to resolve this issue.

Event description:
Info received indicated that the foot hi/low was drifting down.